Manufacturer narrative:
Manufacturing review: the device history records have been reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned. A complete circumferential outer shaft break was noted at the proximal balloon/shaft joint. The inner polyimide was noted to be intact and the balloon was not detached from the catheter. A complete circumferential balloon rupture was observed 4.6cm from distal tip. The introducer sheath was returned accordioned at the proximal end of the sheath (near the hub). In addition the distal end of the sheath was returned flared. The accordioned sheath and flared distal tip likely indicate retraction issues. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned (i.e. Balloon rupture and circumferential break at glue joint). Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the device was returned. The investigation is confirmed for a complete circumferential balloon rupture and complete circumferential catheter break based upon the condition in which the sample was received. The investigation is confirmed for retraction issues due to the condition in which it was received (i.e. Accordioned sheath and flared distal tip on the sheath). The balloon rupture likely contributed to the retraction issues and catheter break. However, based upon the available information the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Additionally, precautions and specific directions for use of the conquest 40 pta dilatation catheter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. The lot number for the device has been provided. A review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. : device not returned.

Event description:
It was reported that the pta balloon allegedly ruptured at 30-31 atm. The health care provider (hcp) then reported that during retraction, the balloon mushroomed at the end of the sheath; therefore, the sheath and balloon were removed as a single unit. Access was maintained with the guidewire and another sheath was then inserted and another balloon was used to successfully complete the procedure. There was no reported impact or consequence to the patient.